Manufacturer narrative:
The product evaluation provided additional event detail. While troubleshooting error code 5904 wash zone 1 dispense pump homing failure, the customer sustained a puncture to the fourth finger of his gloved right hand. Architect (B)(6) was in a stopped status when the wash zone (wz) 1 manifold was removed to clear an rv obstruction in the process path beneath the manifold. After the obstruction was cleared, the tips of the wz1 probes were raised from the holes in the manifold. The customers finger was in the pathway of one of the wz probes as he "pushed hard" to reposition the probes, resulting in the puncture injury. The wound bled and the customer sought medical treatment where post-exposure antiviral medication was given. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. The wash zone probe is considered the complaint cause. A product labeling review of the architect system operations manual addresses safety hazards including biological and physical hazards, the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. The system operations manual provides removal and replacement instructions for the wash zone probe and also cautions the operator of probe stick hazard and biological risks. A review of the quality data identified no adverse trend of the waste zone probe. A 12 month search for similar complaints identified one additional complaint of a probe stick injury from the wash zone probe while an operator performed troubleshooting; no deficiency was identified. A review of the i2000sr tracking and trending data in the alinity I /architect data revealed no systemic issues or adverse trends of the wash zone probe or the i2000sr analyzer with regard to the current complaint issue. It was determined the incident was due to a use error in that the customer performed an unsafe action when his finger was in the pathway of one of the wash zone probes as he repositioned them. No systemic issue or deficiency of either the wash zone probe or the i2000sr analyzer were identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The operator was stuck on the ring finger by the architect i2000sr wash zone probe when attempting to reposition the wash zone probe. The architect i2000sr was stopped and the operator lifted the wash zone probe and pushed it hard to reposition it and was stuck by the wash zone probe. The finger was bleeding and was promptly disinfected. The operator received an antiviral first dose for post-exposure prophylaxis with darunavir, lamivudine, tenofovir and ritonavir and returned to work. Additional testing was performed on the operator with a (B)(6) result. Prophylaxis will continue only if the additional testing generates positive results. Operator ethinicity and race not provided.